Event description:
It was reported that the device reached elective replacement indicator (eri) within five years of implant. It was also noted that the device had high battery impedance. The device remains in use pending change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated/eri (elective replacement indicator) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance that led to eri.

Event description:
It was reported that the device reached elective replacement indicator (eri) within five years of implant. It was also noted that the device had high battery impedance. The device remains in use pending change out. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.